Event description:
A report was received that the patient, who was recently implanted, had stitches over the ipg site that were not removed. The patient had infection due to the suture. The infection was determined to be not device related. When the stitches were removed, the patient had bleeding at the incision site. The physician prescribed an antibiotic, and the issue was resolved.